Event description:
It was reported that although the patient with this neurostimulator did not experience any issues for the first 6 weeks post-operation, they noted purulent drainage from the incision site and pain. They discussed with their physician who then advised that they believed it to be infected. The patient was prescribed antibiotics. An implant revision was then performed and a new device was placed in a new pocket inferior to the original pocket. The patient is doing well after their surgery, but there is no additional information available in regard to the infection.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that although the patient with this neurostimulator did not experience any issues for the first 6 weeks post-operation, they noted purulent drainage from the incision site and pain. They discussed with their physician who then advised that they believed it to be infected. The patient was prescribed antibiotics. An implant revision was then performed and a new device was placed in a new pocket inferior to the original pocket. The patient is doing well after their surgery, but there is no additional information available in regard to the infection.